Event description:
Provider states the end user alleges left arm support not secure. Additional reportable malfunction for this device; (B)(4) - joystick is not accurate. (B)(4) - upper seat is loose to the left.